Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) forgot how to reconfigure to add the replacement arterial pump information because it was too difficult. A "check linked pump" error message was flashing on the cardioplegia (cpg) roller pump local display. The device was not changed out. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6)2014: a large roller pump was removed from a base of a system-1 not being currently used. The tubing in the pump race was removed form the stopped pump (refer to MDR 1828100-2014-01036) and the pump was removed from the base. The replacement pump was placed in the same location and the arterial pump tubing was placed in this replacement pump. When the power cable (from system-1 based) was plugged into the new replacement pump, the ccp stated that a "check linked pump" error message was flashing on the cardioplegia roller pump local display.

Manufacturer narrative:
This complaint is related to MDR 1828100-2014-01036. The central control monitor (ccm) and perfusion system operated as it should. The issue is that the ccp did not remember how to reconfigure so the pump would react to safety alerts as needed. The safety systems would alert by they would not stop the pump since it was not properly configured or connected to the cardioplegia pump.